Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal generator change, physician noticed the right atrial lead exhibited outer insulation damage. Lead was repaired with a competitor's repair kit and then left active in the body. Patient had no symptoms and was stable after the event.